Event description:
It was reported that the act button on the insulin pump was not responding correctly. Customer stated that they have to press the button multiple times for it to work. Customer's blood glucose reading at the time of the call was 8.7 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Intermittent button response due to moisture damage on keypad traces.